Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 400 mg/dl. The customer also experienced different blood glucose level of 200 mg/dl. The customer was treated with shots of insulin for high blood glucose level. The customer did not report symptoms as a result of high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.